Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noticed numerous separations throughout the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2016-01254 and 2134265-2016-01255. It was reported the shaft broke. During a thrombectomy procedure the physician selected a fetch®2 catheter for use. During advancement the catheter shaft broke. The physician pulled two more fetch®2 catheter and the same thing happened. The procedure was completed with a fourth fetch®2 catheter. There were no reported complications and the patient status is okay.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR:2134265-2016-01254 and 2134265-2016-01255. It was reported the shaft broke.during a thrombectomy procedure the physician selected a fetch®2 catheter for use. During advancement the catheter shaft broke. The physician pulled two more fetch®2 catheter and the same thing happened. The procedure was completed with a fourth fetch®2 catheter. There were no reported complications and the patient status is okay.